Event description:
It was reported to vyaire medical that the vela ventilator dc status led did not light up when the vent was powered on. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: failure analysis investigation found that on/ off, dc and ac leds did not illuminate due to damaged traces. Membrane switch will be placed on hold for possible further analysis. Dc status led operated normally.